Event description:
The patient underwent full revision surgery on (B)(6) 2016. The post-op lead impedance was within normal limits. The generator was replaced due to lead compatibility. The newly implanted generator uses a single-pin lead while the explanted generator used a dual pin lead. The explanted products were discarded after surgery so no device evaluation will be performed.

Event description:
It was reported that device diagnostics resulted in high impedance. X-rays were ordered, but the device was not programmed off at the physician's decision. There was no known patient manipulation or trauma. The patient has been referred for surgery. No known surgical interventions have been performed to date.